Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received advised that the inection resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following an ipg revision (see manufacturer reference number 1627487-2019-04653), puss was found at the new pocket site. The patient reported pain. As a result, the patient was prescribed antibiotics and will follow-up with the physician.